Event description:
Presented recently with anterior knee pain. The patella had not been resurfaced at the time of the primary surgery. Medial wear of the bearing noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.